Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had issues two days prior to the por message. The por message and recharger connection issue resolved.

Manufacturer narrative:
Continuation of d10: product ID: wr9200. Serial#: (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) and an external device. The patient stated that they had a pt visit yesterday and they noticed their tremor was back, so their provider asked the patient to come back when they had the ins turned on (the patient mentioned that they still had not turned the ins back on since the surgery). This morning the patient tried to turn the ins back on, but they kept seeing a 'contact clinician' por informational screen on their 37642 patient programmer. This morning the patient also tried charging the ins with their wireless recharger (wr), but the wr kept disconnecting from the ins shortly after it made a connection. The patient called their doctor to report the issue, andthe doctor advised the patient to text their manufacturer representative (rep). The rep advised the patient to call patient services (pss) for assistance. Agent reviewed meaning of por. During the call, the patient confirmed they were able to clear the por message and turn the ins on. Agent had the patient start a charging session and the wr kept disconnecting shortly after it made a connection. Agent had the patient reset the wr, but the connection issue persisted. Agent had the patient reset the wr again, and after that the connection issue was resolved. The wr maintained a connection with the ins for the remainder of the call. The troubleshooting steps that were taken on the call resolved the issue. Agent advised the patient to monitor their recharging and call back if the issue resurfaces.please note: the patient mentioned that with their old recharger they really had to push the antenna down on their chest to get a good connection (this was previously reported - see (B)(4)).